Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "my heart rate will go to one hundred when exercising but not going above that and it used to go to one hundred and thirty or one hundred and forty." The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.